Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the nurse gave the patient an infusion with an indwelling needle using a disposable implantable drug delivery device. When the needle was removed after the infusion, the elastic force of the silicone spring in the needleless closed infusion needle was limited, causing the piston to not return to its original position and the infusion channel to not be closed. The patient's blood flowed back and sprayed onto his chest, causing symptoms of nausea, vomiting, and dizziness. No other information was provided.